Event description:
Philips received a complaint by the customer on the v60 indicating that machine failed the electrical safety test (est). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit failed the extended self-test (est). The biomed onsite also informed the rse that the unit was failing ground resistance. The rse recommended steps from the revised service manual to resolve the issue. The biomed then reported that they untightened and tightened the ground screws to ground the resistance to below 200 milliohms (mo) to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.